Event description:
Customer called reporting high blood glucose while wearing her insulin pump. She stated she has been up all night and changed her infusion set three times, but her blood glucose has been 389 mg/dl. She is treating with manual injection. She experienced dry mouth. She said earlier her blood glucose was over 500 mg/dl. She removed the device and ate supper, and her blood glucose was 477 mg/dl then. She changed her infusion set, insulin, and batteries. Customer declined trouble shooting because she says she has been through all the steps. She is not confident in the device. A replacement device was sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with cracked battery tube threads and scratched lcd window.